Manufacturer narrative:
The two (2) hybridknife® flex t-types (knives) were sent to erbe for examination. The inspections revealed a clear break edge on each of the electrode tips. Furthermore, the examination revealed fractures on both electrode tips, indicating each encountered a significant mechanical force which caused the electrode tip to break. Additionally, the inspections showed that part of the electrode tips were still attached to the electrode holder; with the tips both severed at the front weld seam on the distal edge of the holder. Each of the broken-off electrode tips on the opposite edge of the break location were not available and therefore, both could not be assessed. Finally, no anomalies were found in the review of the device history record (DHR) for the lot of the knives. Based on the reported incidents, there are most likely many factors involved with the reported events (i.e., mechanical force, equipment settings, activation times, endoscopic technique, characteristics of the lesion, etc.). Therefore, no conclusive determination could be made as to the cause(s) of the events.

Event description:
It was reported that two (2) incidents occurred with 2 hybridknife® flex t-types (knives) during 2 endoscopic submucosal dissections (esds). No information was provided regarding any other accessories, equipment, or settings employed during the events. Per the report, the electrode tips on each knife "broke off" during the procedure. There were no reports of any patient injuries.